Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt failed the pulse lead hi-pot test. The cause for the failure was isolated to a short in the pulse wire in the trunk cable. The root cause of the shorted wire could not be positively identified but was likely excessive force on the cable. No adverse event resulted from the shorted wire. The last patient to use this electrode belt did not report any deficiencies.

Event description:
A review of service data has detected a reportable event. Upon servicing of electrode belt sn (B)(4), the electrode belt failed the pulse lead hi-pot test. The last patient to use this electrode belt did not report any deficiencies.